Manufacturer narrative:
(B)(4). Batch #m90p81. The device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during a lap cholecystectomy, an error occurred soon and the blade was broken off outside the patient after re-assembling. The error message was unknown. No pieces were left inside the patient. The doctor commented that the device had contacted neither clip nor forceps. Another device was used to complete the case. There were no adverse consequences to the patient.